Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed due to a dislodgement of the right atrial (ra) lead. During the procedure the physician experienced difficulty removing the lead and difficulty repositioning the lead, thus the ra lead was explanted. No additional adverse patient effects were reported.